Manufacturer narrative:
No product sample was received therefore, visual and functional testing could not be performed. The catalog number and lot number were not provided and device history record (DHR) review could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 (UDI) is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device leaked. No patient injury was reported.